Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analysis revealed no anomalies were found. Concomitant product: 419688 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#513;d unexpected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.